Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).

Event description:
Event verbatim [preferred term] the heatwrap opened up while she was wearing it, poured into her underwear [device leakage] , the heatwrap opened up while she was wearing it, poured into her underwear [accidental exposure to product] , she taped it together and continued to wear it [contraindicated device used] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), via an unspecified route of administration from (B)(6) 2018 for menstrual cramps. The patient medical history was not reported. Concomitant medication included naproxen (naproxen). In (B)(6) 2018, the heatwrap opened up while she was wearing it, poured into her underwear, and she continued wearing it. She was only wearing it for about two hours and the whole product poured little triangles of whatever it is that gets hot, poured all in her underwear. It was not all of the triangles, it was 2 of them. The wrap came apart and product leaked into her underwear. She really needed it, so she taped it together and continued to wear it. Only one heatwrap out of the box did this. The others were fine. She did not require any treatment after the heatwrap opened while she was wearing it. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was recovered in 2018. Investigation summary on 26oct2018 reported: the root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.